Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is having symptoms of back hurting, chest hurting, and head pounding. The patient sent in a transmission and the physician stated that the device is working well; however, he went to his physician to have the device re-programmed. Patient was advised to discuss his on-going symptoms with his physician. The device remains in use. No further patient complications have been reported as a result of this event.